Manufacturer narrative:
Closing codes were added to the manufacturer analysis for this lead. Closing codes were added to the manufacturer analysis. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring reported intermittent out of range lead impedance >3000 since (B)(6). (B)(6) periodic iegm shows noise on lv lead. Advised clinician to further evaluate lead with in person follow-up. Lead remains implanted and no adverse patient events have been reported. Should additional information be received, this file will be updated.